Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "feeling different" and upon interrogation of the device, potential far field r-wave oversensing was noted. The right atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the outer insulation has breached depression at 9.2 cm. From the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.